Event description:
Clinic notes dated (B)(6) 2012 were received on (B)(6) 2012. The notes indicated that prior to the patient's generator revision on (B)(6) 2009, the battery went dead suddenly and the patient had frequent seizures. The patient's generator was returned and underwent product analysis. The end of service allegation was not confirmed. The generator was found to be operating within designed limits, and there were no performance or any other type of adverse conditions found with the pulse generator. The pulse generator performed according to specifications. Attempts for additional information have been unsuccessful.